Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results for one pt compared with the lab. Results as follows: dates: (B)(6) 2011, inratio: 1.4 (finger-stick), lab: 3.3 (venous sample). Date: (B)(6) 2011, inratio: 1.4 (finger-stick), lab: 3.0 (venous sample). Samples were taken at the same time. Pt may have been released from hospital on (B)(6) 2011. Pt's therapeutic range is: (2.5-3.5).